Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken power button and missing switch cap, the ac power inlet was damaged, yellowish and old air tubing a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "power button was cracked and exposed wires was due to a broken power button and missing switch cap. The most probable cause is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the maintenance unit had power button cracked and exposed wires. The issue was identified during device reprocessing. There was no patient involvement.